Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion pre-loaded omni-tome. (Note: this sphincterotome is provided with a preloaded wire guide.) During use, the distal tip of the wire guide became damaged. No portion of the wire guide became free inside the pt. The physician commented that the wire guide tip may have become caught on the elevator of the endoscope. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
We were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: info provided with this report indicates the wire guide tip may have caught on the elevator of the endoscope. This could have caused the reported observation. The instructions for use contain the following statement: "the elevator should remain open/down when advancing or retracting the sphincterotome." If additional pressure is applied to the wire guide during use or general handling, the coating of the wire guide may become compromised. Prior to distribution, all fusion pre-loaded omni-tomes (and the preloaded wire guides) undergo a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.